Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 3004485144-2016-00080 and 00081.

Event description:
The sales associate reported that during a c5-6 surgery a torque handle was not functioning properly. The torque limiting handle caused the set screw to deform the implant. The second torque in the set was used to complete the surgery. The torque limiting handle was replaced with the second handle in the set and the 30mm implant was also replaced.